Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. Share data log was downloaded and no data was found for evaluation. The reported allegation was not found. The customer complaint confirmation was undetermined because there was no voltage and no data in the cloud. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.